Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and implantable right ventricular (rv) defibrillation lead exhibited a single high out-of-range shock impedance measurement greater than 200 ohms in may 2020. Since then, impedances were trending within normal limits. Technical services (ts) discussed possible causes including external electromagnetic interference (emi). It was noted that the device was operating as programmed and as expected. This ICD and rv lead remain in service. No adverse patient effects were reported.